Event description:
The patient contacted animas on (B)(6) 2013 reporting that their pump powered off yesterday and he was unaware of it. The patient stated that his blood glucose (bg) rose to 422mg/dl and he felt horrible and nauseous. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient treated with manual injection and able to get his bg under control. The patient confirmed that at the time of power interruption the battery cap was on the pump per IFU and is not sure if they received a low/replace battery alarm prior to power loss, but has had multiple battery alarms. The patient denied trauma or evidence of moisture to the pump. Customer support (cs) advised the patient to discontinue the use of the pump and to go to alternate form of insulin delivery. This report is made based on the allegation of the power issue.

Manufacturer narrative:
Follow-up # 1 date of submission 08/06/2013- device evaluation: the pump has been returned and evaluated by product analysis on 07/12/2013 with the following findings: the user¿s programmed basal rates were correctly reflected in the daily insulin delivery totals. Short battery life was observed in the pump history. The black box verified the pump was without power on 05/07/2013 from 06:50 until 07:14 due to a replace battery alarm. During testing the pump powered on without any alarms occurring. The new battery was drained within the 24 hour testing period. The pump¿s current draw measured high during testing. The pump was opened and an internal component on the printed circuit board was found to have failed. When the specific component was removed, the electrical draws returned to be within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.